Manufacturer narrative:
(B)(4). The field service representative (fsr) has ordered a new level sensor to be delivered to the customer for installation. No service call needed at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic yellow level sensor was alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per log analysis, on 17-may-2016 when air detection is turned on , the alert probe detected air and then the alarm probe detected air eight seconds later. Both the alert and alarm probe detected air intermittently until air detection is turned off. After that, both probes changed status several times from coupled to disconnected to coupled. Level detection is turned on again and many air detected alerts occurred. After that an air detected alarm occurred. There is no way to tell from the log if actual air was detected. On 16-may-2016 both probes changed status between coupled and disconnected several times. Thus, log analysis confirmed the reported issue but the issue was reported in (B)(6) and log file only covered the events occurring in (B)(6). During lab evaluation, the reported complaint could not be duplicated. The device functioned as designed with no failures during evaluation. During visual inspection, no damage to the cable or connector was observed and sensor surface is clean with no damage. The product surveillance technician (pst) attached returned level sensor to reservoir simulator, used no gel initially, connected it to a lab-use level module and assigned it to a perfusion screen for testing. A lab-use (yellow) sensor was attached to the same module and its own reservoir simulator for test purposes. Initial functional testing ok, on both sides of the reservoir simulator (thick and thin walls). The pst manipulated cable at both ends while watching for alarms in perfusion mode. He manipulated entire length of cable while running. Level sensor remained on for approximately 1-1/2 hours, with no problem found during the above testing. The technician added gel to the (reservoir) contact surface and left the red level sensor monitoring the fluid detection for 14 hours, with no false alarms detected. He again manipulated the entire red level sensor cable length, the connector and the sensor attachment to the reservoir simulator, with no false alarms being observed. Diligence attempts were unsuccessful to get the script answers therefore it is unknown how the customer applies level sensor to the reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Corrected information: per information received from the field service representative (fsr) the device was the ultrasonic red sensor.